Manufacturer narrative:
Continuation of d10:  product ID: evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, left femoral access was used with an 18fr introducer sheath. During the procedure, the patient experienced minor bleeding and a left bundle branch block (lbbb). Towards the end of the procedure, a perforation of the access site occurred. One unit of blood was transfused, and hemostasis was performed using surgical sutures. The perforation was assessed as causally related to the procedure but not the valve. No additional adverse patient effects were reported.